Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device history records (DHR) for part # 04.633.404, lot# 6752165, indicate that the reported product was manufactured at (B)(4) on 01/30/2012 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records for part # 04.633.404, lot# 6752165 further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for the reported lot indicate that the product was produced from (B)(4), p/n 21035, lot# 6553849 and (B)(4), p/n 21039, lot# 5327283 in accordance with established specifications. (B)(4). DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and use as intended. (B)(4). The DHR record correction was due to an incorrect entering of the production lot and associated re-certification lot sample into the (B)(4) system. There is no objective evidence indicating that the incorrect entry order is relevant to the complaint condition reported as broken: postoperatively. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for fusion extension due to patient pain and implant failure at t10 disk level. Patient had existing hardware from t10-ilium. Surgeon extended from t1-t4 with matrix screw system. Matrix rod connectors were used to connect to the existing implanted hardware. A month after surgery the patient contacted the surgeon complaining of pain. X-rays were taken on an unknown date that reveled the connector had pulled off the rod. Patient was brought in (B)(6) 2014 for revision. Faulty hardware was removed and replaced. Revision surgery was completed successfully with no delays. This is report 1 of 3 for (B)(4).